Event description:
It was reported that during a pulse field ablation (pfa) procedure, while inserting the farawave 31 mm catheter, the physician aspirated and continually drew air around the catheter. There were multiple attempts to mitigate this issue through reinsertion and flushing without resolution. The catheter was exchanged, and the issue resolved. The procedure was completed without patient complications. The device has been received for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no abnormalities. X-ray inspection was performed to look for any possible causes for a deployment or flushing issue, but no anomalies were noted. Functional testing was performed, and a guidewire was successfully inserted through the farawave catheter. Deployment was tested multiple times, and deployment of the catheter to basket and flower was functional with no unusual resistance noted. However, in flower deployment, poor planarity was observed on one of the splines, and the device failed the planarity test. Flushing of the farawave catheter through the irrigation line was then tested. Flushing was functional in all deployment states. The spline cage of the farawave catheter was then examined on the microscope to look for any potential cause for the poor planarity. It was observed that the bad spline was thinner and consequently resulted in a steep takeoff angle at the location of the distal thermal weld. Dissection of the farawave catheter was performed to inspect for any potential abnormalities that could have led to a leak path. The irrigation line was pressurized again to see if any leak paths materialized, and a leak was noted at the location where the flush tube housing ends. While breaking open the catheter handle, the tubing was slightly bent and damaged, likely creating the leak path. Although there was a leak from the flush line after dissection, there was no evidence within the catheter that suggested the leak was present before dissection. Thus, it was likely that the damage was caused by the dissection of the catheter and was not previously present. No other abnormalities were found.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, while inserting the farawave 31 mm catheter, the physician aspirated and continually drew air around the catheter. There were multiple attempts to mitigate this issue through reinsertion and flushing without resolution. The catheter was exchanged, and the issue resolved. The procedure was completed without patient complications. The device has been received for analysis.